Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The devices involved remain implanted in the patient; therefore, a device evaluation could not be completed. A clinical evaluation of the adverse event/incident was completed. An examination of the undated pre-planning image received by endologix was performed; however, due to lack of comparative imaging the type iiib endoleak of the afx2 bsg main body and additional endovascular procedure complaints are unconfirmed. This is not consistent with the reported adverse event/incident. Additionally, due to lack of medical records and relevant imaging, device, user, procedure or anatomy relatedness of the complaint could not be determined. Procedure related harms could not be determined. The final patient status was reported as discharged on (B)(6) 2026, following the reported additional endovascular procedure (non endologix excluder). No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation¿s outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
On (B)(6) 2023, the patient was implanted with an afx2 bifurcated stent graft (bsg) and an afx vela to treat a fusiform abdominal aortic aneurysm. Before implanting these devices, an attempt to embolize the inferior mesenteric artery was made; however, this step was too difficult and was abandoned. The procedure was completed successfully with no endoleaks. It was reported to the distributor on (B)(6) 2026, that a follow-up CT scan (date unknown) showed a type iiib endoleak at the bifurcation of the afx2 bsg. Reintervention was performed on (B)(6) 2026 with the implant of a gore (non-endologix) excluder. The procedure was completed after confirming there were no endoleaks. The patient was discharged on (B)(6) 2026.